Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to moisture damage on force sensor resistor, constant motor error alarms during bolus delivery due to corroded motor home switch noted and moisture damage also noted in the lcd board. Unable to perform a21 error test due to constant motor error alarms however; the insulin pump was monitored for 1day with no unexpected reset anomalies noted. The insulin pump passed the self test. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they cannot exit the prime loop sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.